Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. Batch records for the lot identified were reviewed and confirmed that there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported experiencing a fluid leak during the last dwell phase of the pd treatment. Technical support assisted the patient canceling the treatment and remove the supplies from the cycler. The patient was advised to notify the pd nurse regarding this incident. Upon follow up, the patient stated that the patient line was disconnected from the catheter and that caused the fluid to leak on his mattress. The patient used continuous ambulatory peritoneal dialysis (capd) to complete the treatment successfully. The patient did not experience any adverse events as a result of this incident. The pd nurse was notified but no antibiotics were prescribed as prophylactic. The cassette tubing set in question has not been made available at this time.